Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist had to remove the dental implant because it had no primary stability. Patient had insufficient bone quality/quantity (bone type ii) and there is no information about implant replacement.